Manufacturer narrative:
Continued e1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade iii.

Event description:
Healthcare professional reported through regulatory agency "the patient experiences spontaneous pain on palpation. Baker's contracture (iii grade)". This record is for the left side. The device was explanted and replaced. The device was discarded.